Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refx2635 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported when the catheter was placed, there was resistance to retreat. When the catheter was pulled out, it was found that the front end of the guide wire was bent, so the other end was replaced and the second catheter was placed.

Event description:
It was reported when the catheter was placed, there was resistance to retreat. When the catheter was pulled out, it was found that the front end of the guide wire was bent, so the other end was replaced and the second catheter was placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed but the exact cause remains unknown. One photo sample of a guidewire within a pouch was provided for evaluation. Blood residue is present on the pouch. The guidewire appeared to be frayed into multiple segments a section of the guidewire appeared to be elongated. The fracture characteristics could not be closely inspected from the image provided. Based on the description of the reported event, possible contributing factors include retraction of the guidewire against the needle bevel and guidewire kink. The product instructions for use (IFU) states, "caution: if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." Since damage to the coil wire was observed, the complaint is confirmed but the exact factors remain unknown.